Event description:
Initial sodium results recovered 126 mmol/l, repeated 133 mmol/l. Field service rep replaced the ise tubing, ran a precision check found the precision to be within specifications. Released the system back to the facility. No pt treatment was provided using initial sodium results.